Event description:
The small clip applier instrument was returned with no event description.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one clip applier was found to be broken 3/4 way from tip and the other clip was found to be bent upward. The broken piece was not returned with the instrument. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Additional observation not reported by site was indentations at the edge of the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the broken tip if to reoccur could cause or contribute to an adverse event.